Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. During test in a reference ventilator it failed the pre-use check in the subtest ¿internal leakage test¿ with the message ¿system volume too large¿. The test log from the pre-use check shows that the oxygen gas module deliver more oxygen gas with the consequence that the oxygen concentration will be higher than expected. During use was oscillations observed with higher pressure peaks than expected in the oxygen gas module. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that while the ventilator was connected to a patient, the o2 concentration increased and an alarm for high pressure was generated. There was no patient harm. (B)(4).